Event description:
A (B)(6) old female pt called zoll customer support to report that her monitor was saying "check monitor" and would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon eval, the auxiliary pca was shorting out at the +12v line. The course of the short was corrosion at the j2005 connector on the pca board. The source of the corrosion could not be positively identified. No adverse event resulted from the corroded pca connector. The pt received a replacement monitor.